Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A non-health care professional reported with the description of surgeon placed microstent in patients eye and stent would not stay in patients canal. Additional information was requested.

Manufacturer narrative:
Additional information was provided in h.3.,h.6 and h.11. A sample was not received at the manufacturing site for evaluation for the report of stent would not stay in place, therefore the condition of the product could not be verified. A review of the device history record traceable to the reported lot number, indicates that the reported product was processed and released according to the reported products acceptance criteria. A sample was not received at the investigation site and the device history record review of the lot number provided indicated the product was processed and released according to the products acceptable criteria, therefore the root cause for the customer complaint issue cannot be determined. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Correction information was provided in d.4. The manufacturer internal reference number is: (B)(4).